Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the lcd supervisor ic u9 underwent third party testing. The component was x-rayed and no physical anomalies were found. The component then underwent chemical decapsulation; however, the component was lost in the decapsulator instrument. Further testing was unable to be performed. The root cause of the reported event was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller display stopped working. After connecting the monitor, the system indicated the need to replace the controller.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of controller fault/replace system controller alarm was confirmed with the returned system controller (serial # (B)(6)). The system controller was tested with laboratory equipment and the reported lcd display became blank with the replace system controller alarm active on the test system monitor. Further evaluation of the internal printed circuit board confirmed a damaged component that was preventing communication and resulting in the loss of lcd display. The log file retrieved from the returned device captured a controller fault/replace system controller alarm event that became active on (B)(6) relating to an lcd communication fault. The data is consistent with the finding of the damaged component. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16aug2021. No further information was provided. The manufacturer is closing the file on this event.